Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required pericardial drainage. The patient¿s medical history is unknown. After the procedure, it was confirmed the pericardial effusion was observed when checking the state of the ventricle by soundstar catheter. Pericardial drainage was performed and 10cc of fluid was removed from the pericardium. The procedure was completed with confirmation that there was no effusion inside the cardiac chamber. Additional information was received on the event. The physician commented that no anomalies were found on the catheter before inserting and during the use. There were no error messages observed on biosense webster equipment during the procedure. Settings during the event include power setting output of 30 watts.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).